Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) device not returned.

Event description:
It was reported that immediately upon inserting the intra-aortic balloon (iab), the operator noted blood leaking back into the catheter. They removed the iab and inserted a new one without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.